Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was inserted. The 24mm wds was deployed, however just after release, transesophageal echocardiogram (tee) revealed that the closure device had shifted and eventually embolized. The physician used a non-bsc grasping device to successfully retrieve the device. The patient remained stable for the entire procedure and was kept overnight. The patient was discharged the next day.